Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 5 samples from the same patient on a cobas e 801 module. The results were reported outside of the laboratory. The patient's clinic questioned the results as they did not match the patient's clinical picture. On (B)(6) 2022, the troponin result was 605 ng/l. On (B)(6) 2022, the troponin result was 452 ng/l. On (B)(6) 2022, the troponin result was 509 ng/l. On (B)(6) 2022, the troponin result was 542 ng/l. On (B)(6) 2022, the troponin result was 479 ng/l. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation determined that the serum fractionation of the measured troponin t in the sample is considered to be a true positive value. No increased activity was found in fractions where proteins with the same molecular weight as igm and igg were found. Reactivity was only found in fractions where free ctnt is expected. The presence of an interfering factor could not be confirmed. The investigation did not identify a product problem. The root cause of the event could not be determined.